Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight - patient reported to be of average weight. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. One unused sterile proglide device with the same lot number, 21004j1, as the complaint device was returned for evaluation. Functional testing was performed and the device met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample. Nine unused sterile proglide devices with the lot number, 21106j1, were returned for evaluation. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of a common femoral artery (cfa) was achieved using a proglide device after a coronary interventional procedure. Reportedly, approximately 1 hour after the procedure the patient complained of abdominal pain and became hypotensive. A computer tomagraphy (CT) scan was performed and revealed retroperitoneal bleeding and a hematoma of approximately 10 cms. The source of the bleeding could not be identified, but it was indicated that it was pressing the bladder. The groin was dry. Medication was given to treat the hypotension and there was no treatment done for the retroperitoneal bleeding and hematoma, it was decided to only observe. The bleeding resolved and the hematoma dissipated within 12 hours. Hospitalization was extended 1 day and the patient was discharged the next day. The physician commented it was a high stick, but still within the cfa. The physician could not determine what could have caused the adverse outcome. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.